Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the physician used improper technique which fractured the neurostimulator during the explant procedure. The stimulator is used to treat pain. The cause of the fractured neurostimulator is due to incorrect surgical technique as the neurostimulator was fractured during the explant procedure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
During an explant procedure on (B)(6) 2024, the neurostimulator fractured at the anchoring incision where a coil had been sutured. The physician believes all pieces of the neurostimulator were removed. The patient is fine and healing well.